Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that immediately post implant of this 27mm mitral annuloplasty band, the band was explanted and replaced with a band of a different model. The physician reported there was nothing wrong with the annuloplasty band but the patient had newly discovered calcium in annulus during the procedure and a band of a different model was used for better ¿support¿. No additional adverse patient effects were reported.